Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low voltage alarms when using the mobile power unit (mpu).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was provided that although the patient said the mobile power unit (mpu) was used at the time, but in fact the battery was used and the patient fell asleep. Therefore, the remaining power was insufficient. The patient was cautioned. No troubleshooting was performed on the mpu. It was judged that there was no equipment failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (mpu), serial (B)(6), was evaluated following the reported event of atypical low voltage alarms. Data from the reported event date of 04dec2024 in the submitted controller event log file was reviewed. The low voltage alarm activated on (B)(6) 2024 at 05:36:50 due to the batteries depleting below the threshold. The batteries had been in use for 24 hours before getting low enough to trigger the low voltage alarm. These lasted longer than the expected 10-12 hours and was therefore routine. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The mpu was not returned for analysis and remains in use. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including low voltage alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to regularly exchange their 14v batteries when the state of charge leds indicate low power and not to sleep while connected to 14v battery power. No further information was provided. The manufacturer is closing the file on this event.